Event description:
Customer reportedly received result of hi (greater than 600 mg/dl) on the compact plus system and 224 mg/dl on professional device within 10 minutes. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.